Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Resistance were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections electrode tip found no anomalies that would have caused the lead dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that that this right atrial (ra) lead appeared to be dislodged as the ra electrogram (egm) was aligned with the r-wave. The field representative reprogrammed the device to right ventricular (rv) only but the device was still exhibiting biventricular (biv) pacing. Ts walked the field representative through turning off biv trigger, turning off the ra sensing and turning off the atrial tachy discrimination. This ra lead will be repositioned. It was also reported that the patient may have experienced a syncopal episode although the field representative was not able to confirm. No additional adverse patient effects were reported.

Event description:
Additional information was obtained indicating that the ra lead had damage in the electrode end. This ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.